Manufacturer narrative:
(B)(4). The device was serviced on site by baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with damaged battery was confirmed and reproduced during evaluation. The cause of the determined damaged battery was due to user error. The main batteries and battery harness were replaced to fix the reported condition. The device has not been previously sent into service for the reported condition of "damaged battery". But during previous service on (B)(4) 2007 the main batteries and battery harness were replaced.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery; this condition had the potential to interrupt delivery. This condition was found upon power up. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.